Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was displaying a "replace generator" error message which may indicate that the ipg is prematurely at the end of service.